Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting procedure, stent migration occurred. The patient presented with a hemodialysis catheter that was not working properly. The venous occlusive stenotic lesion was located in the right brachiocephalic vein. The physician predilated the lesion with a 9.0x40mm mustang balloon and then deployed a 14x60mm epic stent. The stent placement showed that the stent was located below the target lesion, however, it was properly engaged in the brachiocephalic vein. The physician then used the same mustang balloon to post dilate the stent and placed a new hemodialysis catheter. During angiographic imaging it was observed that the epic stent had moved into the vena cava. The physician implanted a 20mmx40 wallstent to replace the epic stent. During angiographic imaging the physician observed that the epic stent had migrated to the atrium. The physician obtained access through the femoral artery and successfully removed the epic stent. No further complications were reported and the patient's status is stable.